Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the number "7" on the pump touchscreen was unresponsive and inadvertently registered a false click on the number "8". The customer's blood glucose was 86 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.